Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was noticed that the drills were blunt, the torque wrench was not working, and the wrench tips would not engage. The doctor reported that the issues with the devices caused an increase in surgical time and ligament injury in the patient. The patient was reported as stable. This report involves one (1) stardrive screwdriver shaft t25/qc . This is report 3 of 3 for (B)(4).